Event description:
It was reported that the implants in tooth sites #34 & 35 were removed due to nerve injury.

Manufacturer narrative:
Zimvie complaint: (B)(4). Multiple reports are being submitted for this event. E1: initial reporter¿s title is not provided / unknown.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141-2024-01274. The catalogue number was corrected to tsvtwb10 and the lot number has been corrected to unknown. Multiple reports are being submitted for this event. The following sections are being reported: d1. Brand name d4: catalog number and lot number d4: unique identifier (UDI) number d9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h4: device manufacturer date h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data zimvie received one implant for evaluation. Visual evaluation was performed. The returned implant had signs of use with markings from removal. There was debris on its internal and external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided.

Event description:
No additional or corrected information to report.